Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl. Carbohydrates were consumed to treat bg. The cause of bg was unknown. Recommendation was made by tandem technical support to consult healthcare provider.